Manufacturer narrative:
On (B)(6) 2015 follow up: tandem clinical diabetes specialist determined that pump setting was incorrect. Customer's mother was advised to change the setting. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump calculations for basal and bolus requests were inaccurate. Reportedly, blood glucose levels were impacted (elevated - value not provided). Customer declined to troubleshoot the alleged issue with tandem technical support at time of report.